Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that were all leaking at the connection between the 0.2 micron filter and the distal tubing.

Manufacturer narrative:
The customer reported leaking at filter and distal tubing, and returned 3 samples of material: mz9270, lot: 24039216. The sample was infused with water, and the leakage was confirmed from the male luer side of filter. The leakage is coming from the tubing connection to filter. The manufacturing site is working on the root cause through a funded project to ensure that the risk of recurrence for the issue is addressed. A quality alert was generated 07nov2024 to communicate the failure and reinforce the correct method of joining the components (tubing/pediatric filter).

Event description:
Material#: mz9270, batch#: 24039216. It was reported by customer that were all leaking at the connection between the 0.2 micron filter and the distal tubing. Rcc received a complaint via email. The incidents all occurred on (B)(6) 2024. I have 4 tri-fuse units that were all leaking at the connection between the 0.2 micron filter and the distal tubing. I have packages for 2 units. The other 2 I do not have the packaging. Product number: mz9270. Lot number: 24039216.